Event description:
It was reported that a patient went into vf. The first shock did not convert the patient and the second shock did. However, it took longer for the second shock to be delivered due to signal drop, with very fine vf. Reprogramming changes were recommended and the patient will continue to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.